Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of difficulty removing needle and activating the safety mechanism is confirmed and appears to be related to the use of the device. Six 20 ga x 0.75 in safestep infusion sets were returned for investigation. One sample was returned in sealed packaging with product information ref: lh-0031 and lot: asdns0140. Two of the infusion sets were returned with the safety mechanism fully engaged. Four of the needles were observed to have bends at the needle shaft. The angle of the bends varied between samples. The sealed sample was opened and no apparent issues were observed. Microscopic observation of the needles revealed three needles to have damaged and blunted tips. The three samples did not have the safety mechanism advanced. The needle tips were bent towards the needle bevel. The sealed sample was able to have the safety mechanism fully advanced without issues. The three exposed needles did not allow successfully safety mechanism activation due to the bends in the needle shaft. The bent needle shafts and barbed tips of the four infusion sets are likely causes of the difficult removal; therefore, the complaint is confirmed. The condition of the samples suggests the needles were exposed to force against a solid surface. The product instructions for use (IFU) warns, "verify needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion." A lot history review (lhr) of asdns0140 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that patients received blood transfusion & chemotherapy through portacath after treatment completed. Needles were flushed with ns & heparinized to deaccess the needles. It was good blood return & flush well but while deaccess it was very difficult to remove needle from vad when it is removed it was obviously kinked. It was stated needle size was fit for patients vad. On 12/17/2019- three out of six devices returned did not allow successful safety mechanism activation due to bends in the needle. This report addresses the first needle.